Event description:
No pt involved. While checking final tpn product before delivery to pt, it was noted that lipid solution was leaking from the joint in the bags where the tubing connects. The leak only occurs when the tubing is moved around and is minute.